Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had and the pump had failed battery and unexpected restart. The customer¿s blood glucose level was 150 mg/dl. The customer stated that the pump had error and problems with battery. It was reported that they heard alarm and looked and was nothing on it and hit act button and it had unexpected restart alarm. Customer stated that the alarm received was unexpected restart. It was also reported that they had failed battery after the battery change. The customer was advised to allow at least one minute for the alcohol to dry after cleaning. The insulin pump will not be returned for analysis.